Event description:
Customer reported a malfunction on pump with code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, but the malfunction code recurred, leading to the decision that the pump needed replacement. No backup insulin therapy was available, so the customer planned to reach out to a healthcare provider. Technical support confirmed shipping details and instructed the customer on returning the pump, including putting it into storage mode and using the provided return box with a pre-paid label. Replacement pump was sent to the customer.